Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), after delivering one shock to the patient the device failed to discharge on the second attempt. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration testing, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The electrode pads were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs observed the device was charged to 200j multiple times but did not discharge energy due to the device detecting the defib pad short. During the defib pad short condition, the device is only able to discharge 30j energy per design. The device prompted a "select 30j for test" message when the device was charged with 200j to warn the user to select 30j energy. The device was able to discharge at 200j with no issues when the short message cleared. No trend is associated with reports of this type.